Event description:
After blood product was spiked, a crack in the blood tubing was noted. Blood product was dripping out of tubing. New tubing obtained and no issues noted with new blood infusion set. Manufacturer response for pump infusion blood set, bd alaris pump infusion blood set (per site reporter). Bd customer service called, and message left regarding equipment failure. Awaiting return call. Product is purchased thru concordance healthcare distributor and message left with customer service.